Manufacturer narrative:
Section h6 patient code grid # of initial MDR indicates: no patient involvement section h6 patient code grid # of this MDR indicates: no known impact or consequence to patient physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that there was a patient involved, but no further patient information is available. Patient fields in which information is not provided were intentionally left blank. A third-party service agent was unable to verify the reported issue. The main keypad assembly was replaced because this issue is related to field action number 301587611-18-2019-001c. The device passed functional and performance inspection and was returned to the customer. Based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device did not deliver a shock during a morning test. In this state the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver a shock during a morning test. In this state the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.